Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, two hemopro 2 adaptors were working intermittently. A replacement device was used to complete the procedure. The hospital did not report any patient effects. Refer to MFR report number 2242352-2013-00413 for related reports.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed no signs of clinical usage or evidence of blood. Visual inspection determined that only the adapter cable was returned. The returned cable adapter was tested with a reference hemopro 2, power supply and extension cable. The cable adapter passed the pre-cautery test; the reference devices produced steam and heat during several activations. Based upon the evaluation results, the reported complaint could not be confirmed. (B)(4).